Manufacturer narrative:
(B)(4). The complaint was not confirmed due to a lack of sample. The root cause was not determined. The supplier performed a batch review, and no issues were found related to the reported condition during the manufacture of the lot. No corrective/preventative actions were defined because, the supplier was unable to define what happened and the relevant causes.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A nurse reported to baxter (B)(4) that during prefilling a leak was noticed in the tubing. There was no patient injury or medical intervention reported. This incident was prior to patient use and no patient was connected